Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that while in therapeutic use, the tidal volume low. Patient move to alternate ventilator and no reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
H11 upon further investigation, this complaint (B)(4) has been downgraded as it was confirmed that it is a duplicate of (B)(4) MFR report number 2031642-2022-03005. Therefore, it no longer meets reportability requirements.